Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 24mmx4mm, concentric, de novo target lesion was located in the none tortuous and none calcified right coronary artery (rca). A 28 x 4.00mm promus premier¿ drug-eluting stent was implanted to treat the lesion. However, a vessel dissection was noted distal to the edge of the stent. To cover the dissection, the physician then deployed a 3.5x16mm promus premier stent distally and the procedure was completed. No further patient complications were reported and the patient¿s status was stable.